Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "alarm and air in line." It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lens was damaged. Review of the event history log showed the pump displayed several occurrences of "cannot start pump" alarms. Functional testing involved sensor testing and downstream occlusion sensor testing. The investigation found that the reported issue was not able to be duplicated, the air in line sensor was working as expected. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.